Event description:
On (B)(6) 2021, the patient underwent a bronchoscopic lung volume reduction (blvr) procedure with zephyr valves. One of the large sizing wings of the zephyr 4.0 endobronchial delivery catheter (edc) broke off in front of the bronchoscope camera and was successfully removed with forceps. There was no adverse effect on the case or patient.